Event description:
It was reported by the rep that when the first cutter was used it jammed and the firing lever would not advance. The second device produced and incomplete staple line. The third device fired properly and the case was completed. There was no patient consequence.